Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On 09/08/2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation; the pump was returned with an operable display. Unrelated to the original complaint, investigation revealed the following: the pump emitted a call service 069 alarm at power up; the call service 69 failure was written to the black box as a call service 87 failure; investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.